Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a no delivery alarm. Customer's blood glucose was 143 mg/dl. Troubleshooting was performed and customer was able to deliver a 5.0 unit fixed prime. Customer reported of being new to insulin pump therapy and called to be sure everything was fine. Customer was advised that issue occlusion may have been due to site or set. Bolus history showed that bolus was only partially delivered. Customer was able to deliver the remaining insulin.